Event description:
Customer reportedly obtained results of 430mg/dl and 89mg/dl on the same device within 10 mins. No action was taken based on device results and no treatment received. No qcs were used at the time of troubleshooting with MFR. Requested return of suspect device and replacement was sent.